Event description:
An alarm issue was reported with the adc device. A caller reported that the low/high glucose alarm failed to trigger, and as a result, the customer experienced symptoms of dizziness and a loss of consciousness. The customer reported being able to self-treat (unspecified) and there was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.